Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: cup: 0001825034-2022-02123, head: 0001825034-2022-02124. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent left hip arthroplasty. Subsequently, the patient was revised approximately 13 years post implantation due to radiographic osteolysis. During the procedure a pseudocapsule, hypertrophic villous synovium, scar tissue and granulomatous tissue were all excised. It was noted that corrosive debris was found on the taper, and the head and taper were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02123-1. 0001825034-2022-02124-1. H6:mechanical (g04) stem visual examination of the provided pictures identified there is a dark discoloration present on the stem and in the head taper. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.